Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant the patient underwent a pocket revision for hematoma formation. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no additional adverse patient effects were reported.